Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that the customer did not observe any drops of insulin exiting from the end of the cartridge tubing. A supply change was performed to address the issues. The customer's blood glucose level was 142 mg/dl.